Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at the hospital and a device check was done. Information received on the remote transmission was reviewed by qualified personnel. It was found that there is possible t-wave oversensing (twos) observed on stored egms (electrograms) for the right ventricular (rv) lead. Additionally, the device delivered suspected atp (anti-tachycardia pacing) for possible rvr (rapid ventricular response) as an atrial arrhythmia was in progress at time of therapy. The company field representative was notified and contacted the physician. The physician requested no follow-up from the on-call company field representative. The rv lead and device remain in use. No patient complications have been reported as a result of this event.